Event description:
It was reported to covidien in 2009 that a customer has an issue with a sponge. The customer reports the edges of the vistec sponge frayed and separated during a surgical procedure. The item did fray in the patient's wound during surgery, and pieces had to be picked out.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.